Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer also reported insulin flow block alarm. The customer reported that the event was resolved by complete set change. Customer was not able to complete troubleshoot. It was unknown whether customer was using the automode or not. The device will not be returned for analysis.